Event description:
Failure code 810:04. Info was not provided whether the reported failure occurred during a pt infusion. Although attempts were made by baxter customer service, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hosp stated they have no record of any pt incident since the last baxter service event.